Manufacturer narrative:
H4: the lot was manufactured from june 19, 2022 to june 20, 2022. H10: twenty-four (24) devices were returned for evaluation. Unaided eye visual inspection along with magnification of all samples was performed with the fill the port caps removed. Only white particle matter was observed inside the fill port interior wall of three samples. Magnification verified a single particle loosely on the wall of the fill port interior wall of three samples that was morphologically consistent with fill port material (abs).the reported condition was verified for three samples only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty four 24 500ml eva ethyl vinyl acetate tpn total parenteral nutrition bags had particulate matter in the injection port black and white. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred between (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.